Event description:
It was reported that a patient experienced sudden deafness for an unknown reason. The patient was treated with medication with some improvement. The patient was seen by an ent but no cause for the patient's deafness was determined. No other relevant information is available to date.